Event description:
It was reported by service report that the weld on the right foot latch spindle assembly was broken and there were sharp edges and it could not be locked in the upright position. No pt involvement or adverse consequences are reported.